Event description:
The pt (B)(6) was a participant in a clinical study. It was reported the pt was hospitalized for purposes of having the therapy system explanted. The pt reportedly experienced pain at the lead site when stimulation was not in use. No further info is available.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.